Event description:
It was reported that bd totalys slideprep centrifuge lid closes prematurely. There have been no injuries reported. The following information was provided by the initial reporter: the centrifuge lid closes prematurely, sometimes when operators have their hands inside removing centrifuge tube holders. The customer reports that currently there have been no injuries.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
H.6 investigation summary complaint reports centrifuge lid issues associated with slideprep (catalog number 491346) serial number (B)(6). Complaint alleges centrifuge lid will not stay open, sometimes closing prematurely. Customer reported no injuries. The customer was sent a replacement centrifuge and confirmed it is operating normally. Root cause is attributed to faulty lid springs. This complaint is a confirmed failure of the centrifuge based on service investigation. Review of device history record for instrument serial number, (B)(6)is not required because this complaint does not allege an early life failure or failure at installation and has changed configuration since release from manufacturing due to service repairs/pms. Device was installed on (B)(6)2020. Service history review was performed for the instrument (B)(6), and no additional work orders were observed for the complaint failure mode reported. Review of risk management files confirms there are no new or modified risks associated with this failure mode. There are no corrective action plans or other corrections occurring. Bd quality will continue to monitor for trends associated with failure of "centrifuge."

Event description:
It was reported that bd totalys slideprep centrifuge lid closes prematurely. There have been no injuries reported. The following information was provided by the initial reporter: the centrifuge lid closes prematurely, sometimes when operators have their hands inside removing centrifuge tube holders. The customer reports that currently there have been no injuries.